Event description:
The patient had been to the emergency room (ER) three times from the time of a device revision on (B)(6) 2012 to the day to the initial report for 'all the associated issues.' The patient had been in the ER in the day of the initial report, where they were 'no one would help' them and they were told to 'go home. The patient's mom took the patient to the clinic after leaving the ER where they were told that the nurse practitioner who 'normally does baclofen pumps' wasn't there and they were told to go home. The patient had been experiencing 'extreme spasticity, extreme pain and 'hadn't slept in three days, nothing puts him to sleep. Two weeks after the initial report the healthcare provider (hcp) reported that an x-ray on (B)(6) 2013 showed the catheter had migrated in to the peritoneal space. A revision was done. See manufacturer report 3004209178-2013-03981 one month after the initial report it was added that the patient had a return of symptoms. The patient 'had not had a good day since that revision' in november, 'all of it started within a week of the revision.' It was noted that the patient was on the 'same exact' dosage level 'pre and post' revision. The symptoms the patient was experiencing were acute pain, loss of bladder control, retaining urine, could 'not use his arms,' difficulty swallowing, 'legs shake constantly so much that it shakes his wheel chair,' incontinence, upset stomach, couldn't 'bend enough to sit in a chair.' The mom was concerned about a possible change in device components or additives in pump medication that 'might' have caused an allergic reaction, she also stated 'I know I'm grasping at straws,' but that 'nothing seemed to make sense.' The hcp didn't think 'it' had anything to do with the pump, 'it's been attributed to various things,' they 'treated upset stomach and it still happened,' 'treated constipation and it still happened.' Prior to the (B)(6) 2012 revision the patient could 'navigate himself in his own wheelchair using a head array,' had use of his arms to manipulate his environment, his legs were 'loose and not spastic at all,' he was happy, enjoyed life, doing 'wonderful things,' was potty trained at two, and could eat 'regular things.' After the revision, at the 'same level of baclofen,' he couldn't move his arms, couldn't drive his wheelchair, he was incontinent, had difficulty swallowing. At a routine refill after the revision there was no volume discrepancy, 'the right amount came out.' And 'x-ray after x-ray, the catheter they say is still in the right place.' A month and a half after the in initial report was made the hcp reported that the patient had last been refilled on (B)(6) 2013. At that time the patient's mother was 'very upset because they started using gablofen. 'Lioresal was no longer going to be used 'because it was too expensive.' It was also noted that the mom was upset because 'when the doctor revised the patient's catheter, he placed it at the cervical spine and not the thoracic level without her consent.' It was noted that the patient's mom 'attributed' the patient's recent ER visits to this. A catheter revision was done to place the catheter thoracically (B)(6) 2013, after which the symptoms resolved, 'the patient had no further issues after' that. It was then noted that the patient's mother was transferring the patient's care to a different hcp. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: catheter moedel 8709sc, serial# (B)(4), implanted: (B)(6) 2012, catheter model neu_unknown_cath, serial# unknown, implanted: unk, explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4) cervical vs. Thoracic placement of catheter.